Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a driveline culture was taken at a standard care clinic visit and was positive for staphylococcus aureus. On (B)(6) the patient was prescribed 500 mg of keflex 4 times a day. The patient went to see infectious disease on (B)(6) 2022. Another culture was taken and the same results were seen. The patient would continue on antibiotics and return in 4-6 weeks.